Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that there was poor communication (poor communication screen) with the programmer. The patient used the antenna and, when it was confirmed it was securely attached and synchronized to the ins, the issue did not resolve. When the programmer (without the antenna attached) was placed directly over the ins and synchronized, the poor communication issue still did not resolve. It was reported there was no telemetry with the programmer, both with or without the antenna attached. It was noted that the patient did change the batteries twice. A replacement programmer was sent. On (B)(6) 2018 the patient reported they received the replacement programmer but had the same issue with poor communication due to device not working. The patient was advised to contact their healthcare professional to have their implant checked. No patient symptoms or harm were reported in the event. There were no further complications reported or anticipated.